Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause of this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant has reported that a male patient underwent a therapeutic placement of an esophageal stent for treatment of a malignant stricture. The ultraflex esophageal stent could not be fully deployed due to an unraveling and restriction of the deployment suture. The clinician removed the delivery system and the stent as one unit from the patient. Another device was successfully placed. The patient did not sustain any reported complication or ill effect as a result of the deployment issue. The patient condition is noted as 'ok.'